Manufacturer narrative:
The technician inspected the stretcher and could not duplicate the alleged malfunction.

Event description:
Alleged the head section is rising on its own when there is no weight on the stretcher.